Manufacturer narrative:
Additional information was received and the date of event was provided as one-day post-op. Therefore, date of event is now populated with (B)(6) 2019. Device available for evaluation? Yes. Returned to manufacturer on: 5/22/2019. Device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received; visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00, 21.0 diopter intraocular lens (iol), was explanted from the patient's left eye due to blurry vision. It was replaced with a z9002 19.5 diopter iol. There was no incision enlargement, vitrectomy or sutures required. No post-op injuries reported and the patient is noted to be doing fine. No other information was provided.